Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. A slit visualization with one becton dickinson 10ml male luer lock syringe was applied to the y-sites (clearlink) and a baseline slit was detected in the samples. A fluid path occlusion test was applied to the sample. No flow was not detected in the sample. A referee test at 0.25 psi for 30 seconds was applied to the activated valve y-sites (clearlink); no flow was not detected in the y-sites (clearlink). A functional test was applied to the sample. The purpose of this test is to check the general function of the product and the adequacy of the directions for use, and also to check drop size delivery (drops/ml.). A pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set. There was not a no flow detection in this sample. Therefore, the reported condition was not confirmed and the cause of this condition has not been identified. A batch review was performed and no deviations were found. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a continuflo set in which there was no flow. This condition occurred during an infusion. There was no patient injury or medical intervention. The nurse changed the defective set with another set and the patient received their medication. An actual sample is available for an evaluation. No additional information is available.